Manufacturer narrative:
(10/3233) it was reported that the involved graft is available for testing, it should be returned to intervascular. (4121/3233) the review of the complaint device history records is ongoing, results are pending. (4109/213) the review of historical data indicated that no other similar complaint was reported for the sterilization lot number: 20j10. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that as soon as the surgical team opened the involved graft, they noticed it was shorter in length and had a thinner wall thickness. When they observed that shedding occurred while cutting the graft for use, they gave up using the product and opened another 30mm graft. Upon measuring both grafts, they found that the involved graft was 6¿7 cm shorter.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
Corrected data: the block h6 the medical device problem code ¿1506¿ is updated and replaced by ¿1262¿. (10/213/4248) the involved device was returned in two fragments to intervascular for examination. A visual inspection was performed by the production supervisor and the quality assurance engineer, it concluded that the involved device is conform to the product dimensional specifications. In addition, the visual inspection showed that the ends of the graft displayed numerous loose fibers, suggesting that an inappropriate cutting tool may have been used, contrary to the instructions provided in the product¿s IFU. Indeed, the customer informed that ¿when they cut the graft to use it, they saw that there was shedding¿, therefore, the fraying issue appeared after cutting. (4121/213) the device history records review concludes that no deviation was identified in relation with the reported event. (67) based on the results of the visual inspection, it was concluded that the product is conform to the product dimensional specifications. Given that the product was cut by the customer, it is reasonable to assume that, on a complete uncut graft the original length of the product was within specification prior to cutting. To be noted that according to our procedures and in accordance with the applicable international standard iso 7198, the usable length of vascular grafts is measured when graft is stretched at a medium tension without completely eliminating the embossing rings. (19/4315) regarding to the reported fraying, the most likely root cause is linked to the use of an inappropriate cutting tool as according to the event description it was noticed when cutting the graft. However, this cannot be confirmed since no additional information was provided about the instrument used for cutting. Please note that the following mention is also present in the section directions for use of the product IFU: ¿as with all the woven products, the intergard woven vascular grafts should be cut with a low-temperature disposable cautery (e.g. 900°f / 500°c) to minimize fraying.¿